Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) reached battery depletion prematurely. The stimulation parameters used were: contact 0, 80 's, 180 hz, 4.5 v. The patient turned stimulation off every night. It was unknown if there were patient symptoms or complications associated with the event. The ins was replaced. Additional information reported the following history of stimulation parameters: 2012-(B)(6): contact 1 and 9 ¿ 130 hz, 90 's, 4.2 v 2012-(B)(6): contact 0 - 180 hz, 90 's, 3.5 v; contact 8, 180 hz, 90 's, 4 v 2012-(B)(6): contact 0 and 1 ¿ 180 hz, 90 's, 303 v; contact 9 ¿ 180 hz, 90 's, 4.4 v 2013-(B)(6): contact 0 ¿ 180 hz, 80 's, 4.5 v; contact 9 ¿ 180 hz, 80 's, 4.4 v 2013-(B)(6): contact 0 and 9 ¿ 180 hz, 90 's, 4.5 v after replacement, stimulation parameters were: contact 0 and 1 ¿ 180 hz, 90 's, 3.5 v; contact 9 ¿ 180 hz, 90 's, 3 v.